Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: a call service 054 alarm was observed in the alarm history on the date of the reported issue. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms being duplicated. Unrelated to the initial allegation, the battery compartment was cracked on the side of the pump. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.